Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 359 mg/dl. The customer stated that insulin was squirted out during priming process. The customer stated that drive support cap appears to be normal. Troubleshooting was performed. The product will be returned for analysis.